Event description:
During routine testing of the device at the service center, the service technician reported that the ball plungers were rusty and difficult to operate. Since the event occurred during routine testing, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.